Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher failed while surgeon was trying to use it. During surgery, when the scrub nurse was about to use the mesher, it did not want to crank up, and the plastic was unable to pass through the mesher. The surgeon was waiting for a while, and finally came around to help the nurses. After more than 2 attempts, he made it work. After the list, the nurses tested it again, but did not work. The team was told to leave it and put it back in the case, make a repair tag for cssd. Unfortunately, when the customer was trying to take the handle out, it was jammed and couldn¿t take it out. It might have been forced when we were trying to cranked it. Aside from the fact that it was not working when the scrub nurse was trying to use it, there were no physical evidence of damage on the equipment. The blade in the middle does not look blunt, anyway, and the customer does not use the mesher that often (maybe up to 4 x a year the most). Aside from the handle that we¿re unable to take off, everything looked fine, the blade in the middle looked undamaged and still sharp. Surgery was delayed 0-15 minutes while the patient was under anesthesia; an alternate device was available for use. There was no harm to the patient and no impact to the graft; the graft was able to be used and an additional graft was not required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 18, 2018, it was reported that the mesher failed while the surgeon was using it. During surgery, when the scrub nurse was about to use the mesher, it did not want to crank up and the plastic was unable to pass through the mesher. When the customer was trying to take the handle out, it was jammed and could not be taken off. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and ratchet handle for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet australia has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on june 18, 2018 revealed that it was confirmed that the handle was jammed and stuck on the bottom roller. The handle was able to be removed and it was observed that the handle and bottom roller were damaged. The comb was damaged and the right side plate was worn on the inside surface. The bottom roller gear was worn. The 1.5:1 ratio cutter, serial number (B)(4), was tested and found to not pass zimmer biomet test mesh criteria. It is recommended that the cutter not be used and replaced. Repair of the skin graft mesher has not yet been performed by zimmer biomet australia as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the handle was jammed and stuck on to the bottom roller. The handle was able to be removed and it was observed that the handle and bottom roller were damaged. The comb was also damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the handle was jammed and stuck on to the bottom roller. The handle was able to be removed and it was observed that the handle and bottom roller were damaged. The comb was also damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.